Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been having issues where it took a long time for the recharger to charge the implant. Caller said patient would put the charger on them in the morning and it was always beeping like it was moving out of place and it took patient "all day," or 4-6 hours, to charge. Caller said the patient felt like their implantable neurostimulator (ins) would get hot during charging, as well as the wireless recharger. Caller said the issue had been going on 'pretty much' since implant. Caller also seemed to think the communication between the recharger and ins involved the communicator; they said establishing the connection took a long time when trying to recharge the ins. Agent reviewed information about communicator, and tried to emphasize they won't be using the communicator at the same time as the recharger, and suggested to follow-up with healthcare provider (hcp) since the patient felt like the heat was coming from inside their body. Caller felt like they may not be expressing the issue correctly, but seemed to keep saying the connection issue stemmed from charging of the ins, not for accessing the therapy application and making adjustments. Caller said they met with manufacturing representative, back in march and was told to call for replacement equipment if the issue persisted. An email was sent to the repair department to replace the wireless recharger. The patient was redirected to their healthcare provider to further address the issue if replacement equipment didn't resolve.